Event description:
It was reported that when the presented through merlin.net transmission, short charge time was observed. Review of the session record in dia shows the device attempting to charge 29 times with charge terminated, all with a charge time of <1 second. The final two charges the device charges successfully. The egm trigger for nsrvos was off, so no egm was available to show oversensing of the shortened output stage detection (sosd) check. The patient will continue to be monitored.